Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she was in the hospital, she had to spend the night in the hospital after her procedure. There was no surgical intervention that occurred. The issue was resolved at the time of the report. There were no further complications reported regarding the event.